Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a ride through power on reset. The reset was cleared and reprogramming was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the device has a corrupted static random access memory (sram) since implant and multiple power on resets. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis of the device memory indicated a software error. Analysis of the device memory indicated cardiac compass data was missing/invalid. Hybrid analysis confirmed the reported power on resets. Repeated attempts to re-establish the original power on reset were unsuccessful during the analysis. Two new power on resets occurred during testing for low flash supply but the cause could not be determined. The analysis was terminated since the hybrid remained functional and a failure could not be re-established. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.